Event description:
On 03/05/1999, the facility's operating room supv informed the MFR (MFR's) rep of the following: the device was implanted on 02/25/1999. On 02/26/1999, the pt was noted to have an infection. On 02/27/1999, the pt's condition worsened and was noted to have a severe staph infection. The facility's operating room supervisor wanted to know if the MFR could track the device through the manufacturing procedure. She was informed that the MFR could track the device. Additionally, she stated that at the time of this report, the device remained implanted and the pt was being treated for the infection. She stated that they felt they knew the cause of the infection and thought they had a handle on it. They were "almost" sure it was not related to the device. She did not have all the details available (i.e., pt's ID, physician's name/address/telephone number etc.). The MFR's rep faxed her a product complaint report form to complete and fax back to the MFR as soon as she could obtain the info. On 03/31/1999, the facility's operating room supervisor faxed the completed product complaint report form to the MFR that states the following; the device was implanted in the operating room on 02/25/1999. On 02/28/1999, the pt reported redness and swelling at the device site. The pt also had a temperature of 103 degrees. Presented to the emergency room (ER) on 03/02/1999, with grossly infected surgical wound. The device/catheter was removed in the emergency room and discarded. Catheter tip, wound and blood cultures revealed methicillin sensitive staph aureus. The pt was treated with seven (7) days of antibiotics. Wound and blood cultures were repeated and were negative (03/05/1999). No further details were provided.